Event description:
A 73 yr old female underwent a cardiac catheterization at an out lying facility and found to have triple vessel disease and was transferred for pending coronary artery bypass graft. Upon arrival, pt developed chest pain, "st" segment elevation on EKG and what appears to be an inferior wall myocardial infarction. Pt was brought and found to be infarcting the right coronary artery. Surgeons rejected immediate surgery option and requested pt be stabilized. With rca being the culprit vessel, balloon angioplasty was planned. A 7fr zuma guider was placed and the rca was cannulated. After the guiding picture was taken, the rca was found to have a large thrombus burden. A 300cm bmw was delivered across the culprit lesion. A ptca balloon was delivered and numerous inflations were performed. No immediate restoration of flow was established. Pt became increasingly unstable. Rescue angiojet (aj) was planned in order to evacuate the thrombus and to re-establish flow to rca. Aj system was set up and introduced into the guiding catheter. The aj catheter advanced smoothly over the bmw wire until aj catheter reached the descending aorta. Aj catheter stopped smooth tracking and became very difficult to advance over the bmw wire. For several minutes the physician attempted to advance the aj catheter by applying excessive force. The bmw wire broke into two pieces. One portion of the wire was contained within the aj catheter and successfully removed from the body while the other portion of the bmw wire remained within the rca. The guiding catheter was removed and pt was sent to surgery for CABG and recovery of the bmw wire. Pt was brought back and expired within 24 hrs of cardiac catheterization.